Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 1 month. The reported pump stops were confirmed through the evaluation of the submitted system controller log files. The log files captured several intermittent low speed and pump stop events, during which low speed and low flow hazard alarms as well driveline disconnect events were active. All pump stops appeared to occur while the patient was connected to the power module; however, a percutaneous lead (lead) wire compromise could not be confirmed based on the evaluation of the returned portion of the lead. The pump remains in use supporting the patient; therefore, the portion of the lead internal to the patient could not be fully evaluated. Continuity testing of the returned portion of the lead revealed that all wires were electrically intact. Several areas of minor shield breakdown along the length of the lead were observed, which appeared normal for the duration of use. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of disruptions or damage to the wire insulation or underlying conductors. The lead was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient received 2 audible and visual alarms from the system controller. The patient was brought to the emergency department (ed) and the system controller history revealed 2 instances of driveline disconnect. The patient denied having the driveline disconnected, although it was noted that the patient was post a previously unreported cerebrovascular accident and was possibly confused. The pump stoppages could not be reproduced with driveline manipulation. The history also showed a power disconnection which the patient did not recall to have occurred. Analysis of the log file by a member of the manufacturer's technical service team revealed pump stoppages, low flow, and low speed alarms while connected to the power module patient cable. The patient was asymptomatic and there was no injury reported at the time of the event. The patient was switched over to a new system controller and continued to have the alarms. Submitted x-ray images contained no obvious area of concern. On (B)(6) 2015, an external percutaneous lead replacement was performed by the manufacturer's technical services team. Following the repair, the patient continued to have pump stoppages. The patient was placed on a modified power module patient cable on (B)(6) 2015 without any issues. The patient was discharged on (B)(6) 2015 and is reportedly doing well with no further issues.